Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that found the issue replaced both circuit boards and the battery run time test resumed without fault. The fse then completed full pm with calibration and functional and safety test as per factory specification. The unit passed all test performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse) the battery slot #2 of the cardiosave intra-aortic balloon pump was not recognizing the presence of a battery. It was also found the system would shut down while pumping, while running on battery in slot one. The battery was showing about 50% charge. The battery was then swapped to another unit and was able to run the pump without issue. The power management board and motor control board both had visible signs of corrosion. There was no patient involvement and no adverse event was reported.